Manufacturer narrative:
On march 2, 2021 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Document received with the device indicated that the date of explantation was on (B)(6)2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on march 14, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 550cc breast implant had a tear within a crease/fold on the anterior view measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 550cc saline prosthesis experienced bilateral deflation post procedure. The patient noticed that the implants were deflated. A physical examination was performed by a physician and deflation was diagnosed. As a result, patient underwent bilateral replacements as follow: left replaced with cat#: shpx700, sn#: (B)(4), and right replaced with cat#: shpx700, sn#:(B)(4) on (B)(6) 2021. This report relates to the left prosthesis.